Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial#: (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post magnetic resonance imaging (MRI), the right atrial (ra) lead and right ventricular (rv) lead exhibited low impedance warnings resulting in polarity switches. Both leads remain in use. No patient complications have been reported as a result of this event.